Event description:
It was reported that the doctor inserted the central venous catheter (cvc) without incident, however, he was called back to the intensive care unit a short time later because the staff reported the cvc was leaking at the distal lumen hub. At closer inspection, the doctor determined that the injection cap was not securely attached to the extension line, resulting in the leak. There were no reported patient complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one two lumen catheter and an extension line hub were returned for evaluation. The returned two lumen catheter and separated distal extension line hub were visually examined. The catheter and the extension lines appeared typical except for the separated extension line hub. Visual examination of the distal hub revealed that there was molded resin protruding around the opening for the catheter at the distal end of the hub. The resin protrusion is not typical of the hub molding process. No other defects or anomalies were observed. A device history record review was performed with no relevant findings. The potential cause of this issue is manufacturing related since the damage exhibited by the returned sample is consistent with defects in the hub molding process. A non-conformance has been initiated to address this issue.